Event description:
The customer alleged that he received a "lo" reading when testing with his contour meter. While troubleshooting, he performed control tests and received a result of "lo". The normal control range was 107-148 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new contour meter kit were also sent to the customer.